Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 15sep2018 a johnson and johnson sales representative from (B)(6) received notification on a social media account that a patient (pt.) Was diagnosed with a corneal ulcer os while wearing the acuvue oasys brand contact lens. The event was reported by the pts prescribing eye care provider (ecp). It was reported the event was due to ¿rubbing of contact lens¿. A medical report was also received dated (B)(6) 2018. The pt was seen at a hospital on (B)(6) 2018 for os red eye; clinical diagnosis: os corneal ulcer; pt was treated with ¿intensive antibiotic eye medication and was followed up closely on (B)(6)¿. The pts eye condition completely resolved on (B)(6) 2018. No additional medical information was provided. On (B)(6) 2018 a call was placed to the pts prescribing ecp and additional medical information was requested: the date the pt went to the doctor was (B)(6) 2018. The prescribing ecp could not provide any additional medical information regarding the event. The prescribing ecp refused to allow contact to the pt for anything additional. The prescribing ecp will try to contact the pt for the name of the eye drops prescribed and treatment frequency. The pts os is reported as fine now, but the treating ecp advised the pt to discontinue wearing lenses for a while. On (B)(6) 2018 a call was placed to the pts treating hospital and additional medical information was requested. A hospital representative reported that written pt consent is required for medical information to be released. No medical information was provided. On (B)(6) 2018 a call was placed to the pts prescribing ecp and additional information was requested. The ecp tried to call the pt, but no one was available for the call. No additional information was provided. On 03oct2018 a call was placed to the patient¿s prescribing ecp and additional information was provided: the pt was prescribed ciprofloxacin 0.3% ophthalmic ointment 3.5g once every 30 minutes for 1 month or until it runs out, 1 ointment was prescribed; levofloxacin (cravit) 1.5% ophthalmic solution once every 30 minutes for 1 month or until the bottles run out, 2 bottles were prescribed; the ecp confirmed that pt's visual acuity is back to normal. The ecp was unable to confirm the location of pt's corneal ulcer. No additional information has been received. The suspect lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003hh5 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.